Manufacturer narrative:
(B)(4). Age/date of birth: unknown, not provided. Sex/gender: unknown, not provided. (B)(6). Conclusion: a non-recommended cartridge was used. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after an intraocular lens, model zct100, was implanted, the surgeon noticed that there were cracks on either side of the optic body. Under the microscope the haptics also appeared to be somewhat damaged and ¿frayed¿. The lens was removed by cutting the lens into 3 separate fragments whilst in the capsular bag. The pieces were then extracted. The patient experienced bleeding from the angle and an initial intraocular pressure (iop) spike, which resulted from pressure being released from the eye on 2x occasions. A new lens was implanted and the pressure controlled. According to the surgeon, the lens was folded by an experienced nurse that has been folding tecnis lenses for years. Additionally, it was reported that a non-recommended, non amo cartridge was used. The nurse noted that she went through all of the correct steps when folding the lens and ensured that there was enough viscoelastic in the cartridge to coat the lens fully when advancing it into the cartridge. The lens did not appear to be faulty upon loading. When the surgeon was ready to insert the lens into the patient¿s eye, he found that rotating the plunger was a little difficult. It was harder than usual. The surgeon persisted and ultimately the iol was inserted. In the first post-op visit, the patient had a visual acuity (va) of 6/12 and stable iop. The second follow up visit gave results of va of 6/9 and stable iop. The patient is doing ok. No further information as provided.

Manufacturer narrative:
The intraocular lens sample was returned to manufacturer for evaluation. Visual inspection with the unaided eye revealed that the lens was cut in pieces, most probably to make remove and replacement possible. Considering the condition of the returned lens additional analysis was not possible and the complaint could not be confirmed. As it is noted in the initial report the customer used a non-recommended, non amo injector and cartridge. Per directions for use this is not the recommended system to insert the tecnis toric 1-piece lens. Use error may have been a contributing factor to the reported event. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.